Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: lo (less than 20 mg/dl) and hi (greater than 600 md/dl). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).